Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during procedure the navigator, 11/13 fx46 cm spilt and it fell apart. It was reported and clarified that the sheath split and damage of the ureter happened. The patient's condition at the conclusion of the procedure was reported to be unknown no additional information is available

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during procedure the navigator, 11/13 fx46 cm spilt and it fell apart. It was reported and clarified that the sheath split and damage of the ureter happened. The patient's condition at the conclusion of the procedure was reported to be unknown no additional information is available.

Manufacturer narrative:
A detailed device analysis was performed on the returned navigator access sheath; the condition of the returned device was consistent with the complaint incident that the navigator decelerated and fall apart. The sheath of the navigator was found out to be peeled/falling apart/coming off the device. A device history record was performed and revealed no related issues to the reported complaint. Therefore, the most probable root cause of this complaint is undeterminable.